Event description:
It was reported that the pump displayed a malfunction code. The customer's blood glucose level was recorded at 6.3 mmol/l, which is within the normal range. Technical support provided information on how to reset the pump and assisted the caller in doing so, but the malfunction code recurred. Customer reverted to using multiple daily injections (mdi) as a backup insulin therapy.